Event description:
A transesophageal echocardiogram showed the valve was stable in the annulus; however, there was paravalvular aortic regurgitation as well as possible fistulas into the right atrium. There appeared to be severe aortic regurgitation that "impinged" on the anterior mitral leaflet. Intraoperatively, the valve was noted to have one torn leaflet along one commissure. The valve was explanted and replaced with a 23ahpj-505.